Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was observed on (B)(6) 2019 that one of the axiem ports was damaged. The instruments used needed to be reseated in the ports multiple times to be recognized by the system. The issue occurred during navigation. The surgery was extended for less the 1 hour due to the reported issue. There was no impact on patient outcome.

Manufacturer narrative:
The axiem box was returned to the manufacturer for analysis. The axiem box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.